Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed, and d4 primary UDI # updated, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown); after removing the electrode pads, burns were found on the patient's skin. Patient sustained burn marks. This is all the information provided at this time.